Event description:
It was reported that "the introducer does not provide high support for difficult access, also as its tip is conical, the tip tears easily and damaged". The introducer will not be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information sex. If information is provided in the future, a supplemental report will be issued.